Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 6095402 02-010-04-0350 - logic cr femoral por, right, sz 5 4998056 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 6038393 200-02-41 - three peg patella 41mm 6494527 201-78-15 - holding pin mini sharp point 4 pk 6056028 201-78-81 - 3 trocar, mod. Hex 2pk s042636 521-78-23 - threaded pin size 2.3 collared s054282 521-78-23 - threaded pin size 2.3 collared s074791 521-78-32 - threaded pin size 3.0 collarless.

Event description:
As reported, approximately 3 years post op initial right tka, this male patient was revised due to poly wear and femoral loosening. The tibial insert and femoral component were revised with new components. There was no change in size. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product not returning: disposed.

Manufacturer narrative:
(H3) the revision reported may have been the result of femoral loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and the bone. The tibial insert wear may have been due to possible bony overhang, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided.